Event description:
It was reported that upon deploying an embolization coil within an aneurysm, the microcatheter kicked out of the aneurysm. The microcatheter was reseated. In doing so, the coil prematurely detached. An attempt was made to withdraw the coil however, the coil stretched to the ica. No additional attempts were made to retrieve the coil. Heparin bolus and drip were administered. No harm reported.

Manufacturer narrative:
Sample analysis: an eval of the actual complaint sample could not be performed as the device remains within the pt and the delivery pusher was discarded by the user. The root cause of this complaint can not be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.